Event description:
It was observed that during the device evaluation, there was foreign material in the air/water tube and jet tube of the colonovideoscope. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: d9 additional information added to field h3, h4, h6 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed the foreign material adhered to the device was simethicone. The foreign material may not have been removed because reprocessing was not conducted properly due to a leak on the biopsy channel. The suggested events are detectable and preventable by handling device in accordance with the following instruction for use (IFU): IFU states the detection method in ¿evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection¿. IFU states the preventive measures in ¿evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿. Olympus will continue to monitor field performance for this device.